Manufacturer narrative:
Technician found the bed in hall with a missing power plus. Wires were exposed. Replaced the power plug to resolve this issue.

Event description:
Information received that the bed was missing a power plug. No injury reported.